Event description:
Patient had sigmoid colectomy, end colostomy and hartmann pouch. Covidien ta6035s auto suture stapler misfied. The original stapler was saved. Another stapler was opened and it worked correctly.